Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 35.2 pg/ml. The sample was repeated, resulting in a troponin t value of 9.30 pg/ml. The sample was also repeated on a second analyzer, resulting in a troponin t value of 8.31 pg/ml.

Manufacturer narrative:
No calibration influence was observed. Controls were within range prior to sample measurement. A general reagent or analyzer problem can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace showed sample foam detection alarms. The investigation could not identify a product problem. The cause of the event could not be determined.